Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 06-jan-2016: essure implanted at the age (B)(6), full hysto leaving ovary if possible. First follow up which was like 3 days lower abdominal area pain, cramping like heavy periods, weight gain, hair loss, bloating, severe cramp, painful bleeding, menstrual cycle issue, clotting, growth of cancer cells in esophagi. She had no period in 5 weeks. When the doctor touched the cervix, it started bleeding. After 1 week an ultrasound was performed. They checked and never find her right ovary. Uterus was really swollen; it hurt when she wears jeans. Sometimes she feels skinny and sometimes like 9 months pregnant. A biopsy was done and it hurt, consistent bleeding for 7 days. It made difference in her physical appearance. She lost about 20 pounds but was still presenting bulge down her belly. Lupus, swollen fingers, celiac disease, diarrhoea, intestinal cramps, spasms but it was because of celiac disease and severe pain like labour pain. She also experienced allergic reaction on chest. She stated essure would be removed with a hysterectomy at the she posted the video in the internet. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2000. She reported a tubal pregnancy in (B)(6) 2012 and 2 surgeries: nissen fundoplication and gall bladder removal. It was also reported that when the doctor touched the cervix, it started bleeding. She experienced consistent bleeding for 7 days. She had lupus and celiac disease. All events are serious. Ectopic pregnancy and consistente bleeding for 7 days (seen as genital bleeding) are listed and the other events are unlisted according to reference safety information for essure. Additional non-serious events were reported. Regarding both surgeries, due to the local action of essure and alternative explanations/ risk factors for them (gerd, female sex), causality is excluded to essure. Unintended pregnancies may occur during any contraceptive use, including ectopic ones. These pregnancies have been reported in women with essure micro-inserts in place. Considering a device ineffective, causality cannot be excluded between ectopic pregnancy and essure. Based on the nature of genital bleeding, causality between this event and suspect insert cannot be excluded. With regards to the other events, based on their nature and considering that essure has a local action in the fallopian tubes, a causal relationship can be excluded. This case is considered incident as ectopic pregnancy requires intervention. Product technical analysis was performed and concluded there is no relationship between the reported medical events and a quality defect.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-1653, awareness date 21-oct-2015) which refers to (B)(6) female patient who had essure (ess205) (fallopian tube occlusion insert) inserted in (B)(6) 2000. The consumer reported she was part of the essure clinical trials. Essure was inserted as surgical outpatient procedure in which she was put under anesthesia. According to the consumer, she reported at the time of the trial she had severe cramping, pain with intercourse, excessive bleeding with menses and severe menstrual cramps. She reported since essure insertion she suffered with unbearable cramping and pain in her lower abdomen, she has a big swollen belly and had two surgeries including nissen fundoplication and gall bladder removal. She suffered from gerd, from migraine headaches; suffer from pain in joints, her skin, her hair, her entire body. She had a tubal pregnancy (B)(6) 2012. She had bleeding every single time she had intercourse. She stated being fired from every single job she had due to absences related to her being in constant pain. She has 3 children, and sadly they had to grow up listening to her gripe about how much she hurt, and taking pain medications, and having to wait until her cramps go away so she could function. She has high blood pressure and believed she had allergic reactions of and on to the implants, she broke out in hives, had rashes that come and go all over body, she sweat profusely, her body is always warm and swollen, she had depression. She stated she hurt every day and now found out other women were having the same issues and she was able to say this is because of essure. No doctor has ever given her an answer as to why she had all these issues, because she never thought to mention that they were all related to the implant. She reported she is going to meet a gynecologist to discuss a hysterectomy. Product technical complaint (ptc) investigation and final assessment were received on 11-nov-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events / lack of efficacy is excluded. The reported medical events are not indicative of quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2000. She reported a tubal pregnancy in (B)(6) 2012 and 2 surgeries: nissen fundoplication and gall bladder removal, all serious events. Ectopic pregnancy is listed and the surgeries are unlisted according to reference safety information for essure. Additional non-serious events were reported. Regarding both surgeries, due to the local action of essure and alternative explanations/ risk factors for them (gerd, female sex), causality is excluded to essure. Unintended pregnancies may occur during any contraceptive use, including ectopic ones. These pregnancies have been reported in women with essure micro-inserts in place. Considering a device ineffective, causality cannot be excluded between ectopic pregnancy and essure. This case is considered incident as ectopic pregnancy requires intervention. Product technical analysis was performed and concluded there is no relationship between the reported medical events and a quality defect.